Manufacturer narrative:
B3: unknown; no information has been provided to date. D: no information found for di number. E: no last name provided. G: no information found for 510(k) number. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.

Event description:
It was reported that the product had repeated no cassette alarms. Event occurred during patient use, during infusion. There was known patient involvement and no patient harm/adverse event reported.

Manufacturer narrative:
One pump was returned for analysis in used condition. Visual inspection found the device was in good condition. Service history review identified no indication that the complaint was related to a service of the device within the view period. As a result of checking the event history log, it confirmed that there was a record of occurred no disposable alarms during pump operation. Functional testing could not confirm the customer reported issue. The investigation determined the cause of the issue was a possible defective downstream occlusion (dso) sensor, upstream occlusion (uso) sensor or cassette product. Preventively, the dso sensor was replaced.